Manufacturer narrative:
The initial report was submitted under the incorrect manufacture site of abbott (B)(4) and should have been (B)(4). MDR number 1628664-2013-00022 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer stated that the architect i2000 analyzer generated a false positive troponin result. The sample was repeated in duplicate and negative results were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.